Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system it was difficult to disengage the needle after penetration. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that needle disengagement difficult after complete penetration.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8106248. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery. To prevent the reoccurrence of this issue our facility has replaced this metallic component with a teflon replica, and we have implemented a pressure regulator to reduce the pressure being applied to an optimum quantity.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system it was difficult to disengage the needle after penetration. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that needle disengagement difficult after complete penetration.